Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device in left fallopian tube was broken") and abdominal pain lower ("severe abdominal pain/ chronic lower abdominal pain") in a 23-year-old female patient who had essure (batch no. 626437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, cesarean section, cholecystectomy and kidney stones. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), oral contraceptive nos since 2001, propacet (darvocet) and vicodin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 20 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses/ menorrhagia"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), feeling abnormal ("other: brain fog") and infection ("infection nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, feeling abnormal, pelvic pain and infection outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 12may2008: cone biopsy using leep apparatus: hysteroscope was removed. Cervix was injected with pitressin solution. A leep procedure was performed. Bed of leep cauterized using rollerball. Monsel paste applied on 01mar2016, had diagnostic surgery and found essure device in left fallopian tube was broken. Provider removed left fallopian tube with essure device that was within it. Beginning on or about june 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. She had been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-sep-2008: fallopian tubes were bilaterally occluded (B)(6) 2017:surgical pathology report uterus, right fallopian tube. Right fallopian tube with paratubal cyst. Gross description: right fallopian tube and the lumen has a fallopian tube stent. External surface with paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device in left fallopian tube was broken") and abdominal pain lower ("severe abdominal pain/ chronic lower abdominal pain") in a 23-year-old female patient who had essure (batch no. 626437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included darvocet [dextropropoxyphene hydrochloride;paracetamol]. The patient's medical history included anxiety, cesarean section, cholecystectomy and kidney stones. Concomitant products included (), alprazolam (xanax), citalopram hydrobromide (celexa), hydrocodone bitartrate;paracetamol (vicodin) and oral contraceptive nos since 2001. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ menorrhagia"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"), 20 days after insertion of essure. On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced the first episode of feeling abnormal ("other injury or complication describe: brain fog"). From (B)(6) 2015 until (B)(6) 2016, the patient received darvocet [dextropropoxyphene hydrochloride;paracetamol] at an unspecified dose and frequency. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), the second episode of feeling abnormal ("other: brain fog") and infection ("infection nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of feeling abnormal and pelvic pain outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge, vaginal haemorrhage and infection had resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: (B)(6) 2008: cone biopsy using leep apparatus: hysteroscope was removed. Cervix was injected with pitressin solution. A leep procedure was performed. Bed of leep cauterized using rollerball. Monsel paste applied on (B)(6) 2016, had diagnostic surgery and found essure device in left fallopian tube was broken. Provider removed left fallopian tube with essure device that was within it. Beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. She had been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: fallopian tubes were bilaterally occluded. Diagnostic results: (B)(6) 2017: surgical pathology report. Uterus, right fallopian tube. Right fallopian tube with paratubal cyst. Gross description: right fallopian tube and the lumen has a fallopian tube stent. External surface with paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received : new event, " brain fog " was added. Outcome of event, "infection nos" was changed to " recovered/resolved". Concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device in left fallopian tube was broken") and abdominal pain lower ("severe abdominal pain/ chronic lower abdominal pain") in a 23-year-old female patient who had essure (batch no. 626437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, cesarean section, cholecystectomy and kidney stones. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), oral contraceptive nos since 2001, propacet (darvocet) and vicodin. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 20 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses/ menorrhagia"), migraine ("migraine headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), feeling abnormal ("other: brain fog"), pelvic pain ("pain") and infection ("infection nos"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, feeling abnormal, pelvic pain and infection outcome was unknown and the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2008: cone biopsy using leep apparatus: hysteroscope was removed. Cervix was injected with pitressin solution. A leep procedure was performed. Bed of leep cauterized using rollerball. Monsel paste applied. On (B)(6) 2016, had diagnostic surgery and found essure device in left fallopian tube was broken. Provider removed left fallopian tube with essure device that was within it. Beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. She had been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded . (B)(6) 2017:surgical pathology report uterus, right fallopian tube. Right fallopian tube with paratubal cyst. Gross description: right fallopian tube and the lumen has a fallopian tube stent. External surface with paratubal cyst. Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet received. Events device breakage, abnormal bleeding vaginal bleeding , headaches, pelvic pain, vaginal discharge , brain fog. Were added. Lot number added. Lab data number added. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. She had been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.